Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump was not working and it received multiple insulin pump error alarms and also had blank display. It was also mentioned that the customer did not received low battery alert prior to off no power alarm. Blood glucose level was 339 mg/dl at the time of the incident and treated it with manual injection. The customer declined troubleshooting for high blood glucose on insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery power loss anomaly, no spi to motor pic communication error and no blank display anomaly noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.